Event description:
It was reported during device interrogation, the programmer shut down and went blank with "serious error" message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not reproduce the reported event, however, a system error was found in the programmer error log. Analysis also found a tab on the power cord bay door was broken. Concomitant product: r2290 analyzer. (B)(4).